Manufacturer narrative:
The patient included in this study was treated with negative pressure wound therapy between (B)(6) 2001 and (B)(6) 2003 time period. It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged "delayed wound breakdown" is related to v.a.c.® therapy. It is unknown if medical or surgical intervention was performed. Kci has made numerous unsuccessful attempts to obtain additional information. No additional information has been provided. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
Kci received article, stannard, james p., et al. Negative pressure wound therapy to treat hematomas and surgical incisions following high-energy trauma. Journal of trauma injury, infection, and critical care. 2006;60:1301-1306. Doi:10.1097/01.ta.0000195996.73186.2e that reported one patient developed "delayed wound breakdown" while on v.a.c. Therapy. No additional information is available. The unit's type and serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.